Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. The lens was further inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the patient's right eye, the patient experienced blurry vision at distance and near. The issue was identified during the post-operative examination. The pre-operative (pre-op) best spectacle corrected visual acuity (bscva) was 20/25-2. The lens was subsequently explanted in a secondary surgery and replaced with a non-johnson and johnson iol. No unplanned incision enlargement, sutures, or vitrectomy were required. There was no delay in procedure and directions for use were followed. The patient did not need additional medical attention or medication outside the standard of care. The post-op refraction after the lens exchange was 20/30-2. The patient is good and has fully recovered. Per the account, the device did not cause or contribute to the event. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.